Manufacturer narrative:
Conclusion code is no longer applicable for this event. Evaluation conclusion code applies to the catheter model 8709sc with serial number (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8711, lot# j10854r04, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Product analysis of the model 8709sc catheter revealed that the sutureless connector had coring, tears, or cuts in the seal. Product analysis of the model 8711 catheter revealed that the catheter body had a hole or tear that was caused by the connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine at a concentration of 0.4 mg/ml with a daily dose of ¿0.12952 mg/ml¿ via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient underwent a normal pump replacement on (B)(6) 2017 because the elective replacement indicator date (eri) was ¿3 months.¿ during the replacement procedure it was discovered that the catheter was damaged because the boot slipped down from the connector and the pin pushed through the catheter. Surgical intervention occurred and the damaged piece of the catheter was cut out and a new connector was added. It was initially stated that the patient had reported ¿issues to therapy.¿ additional information received on 2017-feb-02 clarified that no therapy issues were reported by the patient. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The explanted catheter segments were returned to the manufacturer. The issue was resolved at the time of this report and the patient¿s status was stated as ¿alive ¿ no injury.¿ the patient¿s medical history and concomitant medications were asked, but were unknown.